Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker exhibited inappropriate magnet response. No intervention was performed. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of inappropriate magnet detection was confirmed. Based on the review of the information provided, several segms were seen due to the device entering and exiting magnet state often. The cause of the reported incident was determined to be due to the magnet sensor on the hardware side malfunctioning.